Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the rep. It was reported that it was difficult to say what the cause of the event was, but the rep noted that it may be related to the adaptive stimulation programming process. They would continue to monitor if the patient comes back.

Event description:
Additional information was received from a manufacturer representative reporting that the patient has not contacted the department, so it was thought that the reprogramming resolved the issue. No further actions/interventions were taken to resolve the issue. It was noted that the cause was determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was a change in stimulation. The patient observed a difference in the amplitude from 2.5 milliamperes (ma) to 5 ma by sitting down for a while it jumped to 5 ma. It was stated that the patient ¿experienced this jump of stimulation¿ and ¿could see the higher intensity on the patient programmer.¿ there were no falls or accidents reported with the patient that may have led or contributed to the issue. A device data file was collected and provided along with a session report; review of this data found no evidence of battery dysfunction. The patient was reprogrammed to a new orientation with high dose (hd) stimulation and without adaptive stimulation on in an effort to resolve the issue. It was unknown if the issue was resolved as of (B)(6) 2020. No surgical intervention occurred or was planned. The patient was alive with no injury. Visceral pain was noted as patient medical history. The issue occurred during normal use. No further complications were reported or anticipated.